Manufacturer narrative:
The field service engineer checked the analyzer and adjusted the sample probe wash. Precision testing was performed and passed successfully. The customer ran quality control successfully. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module. The sample initially resulted in a tsh value of 1.15 uiu/ml. The sample was repeated on 11-jan-2023, resulting in a value of 1.55 uiu/ml. The repeat result was deemed correct. The initial questionable result was reported outside of the laboratory. The tsh reagent lot was 63916901 with an expiration date of 31-oct-2023.